Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 18 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. A buddy-wire technique was used and the guiding catheter was exchanged; however, the xience v sds still could not cross. Multiple attempts were made to advance the sds; however, it was observed that the stent was moved on the sds balloon. The xience v sds was removed without issue and additional dilatation was performed. A new xience v sds was used successfully. The patient had a good outcome with no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper es, bmw universal ii; guide cath: xb 3.5 6fr. (B)(4) - re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent movement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is likely the stent became disrupted and moved proximally on the balloon during re-insertion and further interactions with the heavily calcified lesion during the multiple attempts to cross would have contributed to the damages noted to the stent. Handling post procedure likely contributed to the stent dislodging proximally from the balloon.